Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that during preparation of the sgc, per the instructions for use (IFU), the hemostasis valve was tested, but a loss of fluid column was observed due to a leak. The sgc was not used in the anatomy and a new device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.